Manufacturer narrative:
H3. Device evaluation: customer complaint of kink on cannula was confirmed. Device was returned with visible traces of blood and examined in the biohazard area of the lab. As received, cannula was observed to have two kinks along the cannula body around the wired-reinforced section. No other visual damages, contaminations, or other abnormalities were found to the devices. H10. Additional manufacturer narrative: updated sections b5, h3, and h6. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event.

Event description:
It was reported that a kink was identified in a cannula during use. The cannula was exchanged for another cannula. The patient was fine. There was not any damage to the cannula packaging. The cannula is stored individually in bins. The kink was not identified during prep. There wasn¿t any difficulty sliding the suture ring.

Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 (result, conclusion). Root cause cannot be determined at this time.

Manufacturer narrative:
UDI: (B)(4). The device was returned to edwards for evaluation. Evaluation is in progress. Kinking implies a focal, reversible narrowing of the lumen which may have many root causes. Based on the information received the cause of the event cannot be determined. A supplemental MDR will be submitted upon completion of product evaluation. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a kink was identified in a femii020a cannula during use. The cannula was exchanged for another femflex cannula. The patient was fine.